Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to atrophy and recurring incontinence. It was noted that there was fluid leakage due to a fracture in the tubing at entrance to cuff. The aus was explanted and replaced with a new aus. There were no additional patient complications.